Event description:
It was reported that the device failed the patient side occlusion test during preventative maintenance. The problem persisted even after the pressure calibration and replacing both pressure transducers. No patient involvement was noted.

Manufacturer narrative:
A bottle side (upper) pressure sensor failure was confirmed and replicated during testing. Testing of the returned alaris¿ pump model 8100 confirmed that the bottle side pressure sensor was faulty. The pressure sensor was replaced with a known good part and allowed to infuse with no alarms or malfunctions occurring. This failure mode is being monitored through previously investigated complaint process. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications and released back to the customer. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced upper pressure sensor due to failed patient side occlusion, replaced membrane frame. A review of the device history record for (B)(6) was performed from date of manufacture 3/18/2013 to the present date 10/26/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device failed the patient side occlusion test during preventative maintenance. The problem persisted even after the pressure calibration and replacing both pressure transducers. No patient involvement was noted.